Event description:
After set-up everything seemed to be working fine. When scope was moved into position to place in ett the monitor screen went black. Has been reported & rep picked up. Manufacturer response for bronchoscope (flexible or rigid), bflex¿ (per site reporter). Rep picked up product